Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: lot number is not provided / unknown. E1: initial reporter¿s title, first name, last name, and email address are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation

Event description:
Clinician reported site 31 implant was removed due to infection. No further impact to patient. Patient has no medical history. Implant was removed and site grafted for future placement.